Event description:
The pump has skipping screens and pt cannot get to the basal screen. Advised the customer to disconnect from the pump. A few hours later the customer called back and informed that they were released from the hosp due to low blood glucose. The customer has been very active and had fallen asleep. The customer was unconscious when admitted to the hosp and blood glucoses were low. The pump could not be reprogrammed due to the skipped screens. Advised the customer to revert to back up plan.